Manufacturer narrative:
Findings: unit powered up properly after battery installation. Unit received with operating currents within specifications. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error detected alarm was triggered when backup battery unloaded voltage was less than 3.7 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector, insulin pump was monitored and functioned properly. Unit received with minor scratches on case and minor scratches on lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call for power error. The customer¿s blood glucose was 148 mg/dl. The customer stated that the internal power source in the pump is unable to charge. The customer was advised and explained the troubleshooting. The insulin pump will be returned for analysis.